Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was found that the customer mistakenly performed the wrong sterilization on the device hence it was damaged. It was recommended to check the instruction manual, ¿reprocessing¿, for the sterilization methods of the subject device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device is expected to be returned to olympus for evaluation but has not yet been received. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the hd camera head was damaged when it was accidentally steamed cleaned during reprocessing. There was no patient involvement.